Event description:
It was reported that the patient presented to the emergency room with syncope. Non-capture was observed on the right atrial (ra) and right ventricular (rv) leads. Imaging revealed possible clavicular crush the ra and rv leads were explanted and replaced. The patient was stable.